Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical manager(fcm) contacted boston scientific¿s technical services (ts). The fcm reported that interrogation of this device was taking a long time. Ts commented that rebooting of the programmer tends to resolve this issue. The fcm was planning to call back if device interrogation was unsuccessful. To date, no additional calls from the fcm concerning this issue have been received. The available information suggests that device interrogation was successful and the device remains in-service.